Event description:
Plaintiff's attorney reports pt was admitted to hosp in 1999 for treatment and surgery involving cervical myelopathy and radiculopathy with osteophytes with herniated disc to the spine. The pt underwent an anterior cervical disketomy and removal of osteophytes and foraminotomies with left iliac harvesting of left iliac graft. Subsequent to placement and positioning; the plate and screws were elevated by an osteophyte which fractured; causing the plate to elevate and two screws to be projected in a "bizarre" direction. Attorney claims; as a result; the pt's spinal column was compromised, weakened, and permanently damaged necessitating add'l treatment, dysphagia, and subsequent surgery.